Event description:
It was reported that the user experienced sustained hyperglycemia after starting steroids for a respiratory illness that progressed from a cold to bronchitis while using the ilet system, and the agent attempted to gather blood glucose questionnaire details but was unable to reach the user. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term disability. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction reported or identified, and the cause of the hyperglycemia remained unclear given concomitant steroid therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.